Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displayed that maintenance is required after 12 hours of operation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displayed that maintenance is required after 12 hours of operation. There was no patient ham reported.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10 a getinge field service engineer (fse) confirmed a displayed message of "system error #14" by restarting the unit, but the same phenomenon was not reproduced. The fse cleaned the connector related to the compressor and adjusted the pressure of the regulator. After completing the work, the fse conducted a long-term running and confirmed that there was no recurrence. The fse we checked the operation based on the inspection record sheet and confirmed that it is working well at the moment.

Event description:
N/a